Event description:
It was reported that allegedly a pta balloon ruptured. The physician was dilating a fistula in the brachial basilic at the swing spot and upon the first inflation, using a 10cc and 3cc syringe, the balloon ruptured. At this time, it is unk what kind of rupture occurred. Reportedly, the physician withdrew the device and was not able to remove it through the 7f sheath. The physician tried using forceps and a hemostat to try to encourage the balloon back through the sheath. The pta balloon dilatation catheter and the introducer sheath were finally removed as one unit. The wire remained in place and the procedure was completed using an 8f sheath and a different pta balloon. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The device was returned and the sample evaluation is currently underway.